Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with helix was in fully retracted position. Just because the helix stretched, its tip was presenting beyond the lead distal end. Outer insulation breach allows blood ingress on the conductor. Insulation breach was related to the electrical complaints. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right atrial (ra) lead exhibited high thresholds. The lead was examined under imaging and was attempted to be re-positioned, however, due to the fact that the access point was very restrictive, it was not able to be manipulated easily, therefore the lead was explanted and replaced. It was also reported that upon removal the helix was extended and could not retract fully after being deployed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.